Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient had a pressure leak alarm during step one of set up. The patient's spouse reported receiving a patient line blocked alarm prior to finding the leak. Fluid was discovered on the external part of the cassette during treatment complete. The patient was advised to use the cycler for the next treatment the next day and call back with any issues if they arise. Upon follow up, the spouse verified the fluid leak event. There was no harm, intervention, or adverse event. The spouse said after getting more training from the pd nurse there hasn't been any further issues. The patient is using the same cycler. The cycler set is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient had a pressure leak alarm during step one of set up. The patient's spouse reported receiving a patient line blocked alarm prior to finding the leak. Fluid was discovered on the external part of the cassette during treatment complete. The patient was advised to use the cycler for the next treatment the next day and call back with any issues if they arise. Upon follow up, the spouse verified the fluid leak event. There was no harm, intervention, or adverse event. The spouse said after getting more training from the pd nurse there hasn't been any further issues. The patient is using the same cycler. The cycler set is available to return.

Manufacturer narrative:
Correction: h.3.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient had a pressure leak alarm during step one of set up. The patient's spouse reported receiving a patient line blocked alarm prior to finding the leak. Fluid was discovered on the external part of the cassette during treatment complete. The patient was advised to use the cycler for the next treatment the next day and call back with any issues if they arise. Upon follow up, the spouse verified the fluid leak event. There was no harm, intervention, or adverse event. The spouse said after getting more training from the pd nurse there hasn't been any further issues. The patient is using the same cycler. The cycler set is available to return.